Manufacturer narrative:
The complete manufacturing and material records for the memo 3d semirigid annuloplasty ring, model smd30, s/n (B)(4), were retrieved and reviewed by quality control at (B)(4). The results confirmed that this device satisfied all material, visual, and performance standards required for a (model smd30) memo 3d semirigid annuloplasty ring at the time of manufacture and release. No further information will be provided on this event to the manufacturer. Based on limited information received the root cause cannot yet be determined at this time. Based on clinical experience for failure to implant a mitral ring with remedial action of performing a mitral valve replacement, the failure to implant may be attributed to patient condition not suitable for a mitral repair. The device is not available for return or analysis, no further investigation is possible. Not available for return.

Manufacturer narrative:
Limited information is known to date on this event, the manufacturer is reporting in a conservative manner. Not yet determined if device available.

Event description:
The manufacturer received notification from patient tracking on (B)(6) 2017 of the following: on (B)(6) a memo 3d semirigid annuloplasty ring (size 30, sn# (B)(4)) was implanted/explanted and a carbomedics standard prosthetic heart valve, mitral (m7-027 sn# (B)(4)) was then implanted same day.